Event description:
Complainant alleged that while transporting a pt, the device inappropriately shut down while attempting to monitor the pt's heart rhythm. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.